Event description:
It was reported that the device showed a message that egm is unavailable. The device had stored 27 episodes for vt, svt and vf. Later it was reported that the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and maude event report (B) (4). The field event of electrogram anomaly was confirmed in the laboratory. The device image indicated a pacing watchdog error had occurred. The session records confirmed that no stored egms were recorded. After clearing the watchdog error the device was capable of storing egms properly. The device was tested on the bench. No anomalies were found. The root cause of the watch hdog error is undetermined. All pacing, sensing and defib functions were available throughout the time of implant.